Manufacturer narrative:
H4 (device manufacture date) was corrected. The customer reported that the thermogard xp ivtm system (s/n (B)(6) displayed an error message, which read as "3mb2". The event logs were sent to zoll and were reviewed by zoll personnel. Based on the event logs data, the thermogard system was not powered on/used on the customer's reported event date. However, the event logs showed multiple tcmid:02 (ce danfoss error) error messages around the reported event date. The root cause of the tcmid:02 error was determined to be the defective cooling engine (ce), likely attributed to wear and tear. The thermogard console was manufactured in september 2010 and is almost 11 years old, well beyond its expected service life of 5 years. The cooling engine will be replaced to address the issue. Awaiting the customer's approval for repair. Historical complaints were reviewed for service information related to the reported complaint, and there were no similar complaints reported for the thermogard console with serial number (B)(6).

Manufacturer narrative:
Zoll has not received the thermogard xp ivtm system (s/n (B)(4)) for investigation. A follow-up report will be submitted when the product is returned and investigation has been completed.

Event description:
During patient treatment, the customer reported that the thermogard xp ivtm system (s/n (B)(4)) displayed an error message, which read as "3mb2". Another thermogard console was used to continue and complete the ivtm therapy without causing a significant delay in treatment. The reported error message is not an error message displayed by a thermogard system. No further information was provided. No consequences or impact to the patient. Later, after rebooting the system for several times, the thermogard console passed the power-on-self-test (post) with no error codes or issues.